Event description:
It was reported that there were floating white particles in a small volume intermate device. The device was reportedly compounded with ceftriaxone. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the device was manufactured january 9, 2015 ¿ january 12, 2015. The device was available for inspection at the compounding facility. Visual inspection noted white floating particles inside the device. The reported condition was verified. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.